Manufacturer narrative:
For one of the events, the investigation could not identify a product problem. The cause of the event could not be determined. For one of the events, the issue was related to an issue with rinse tubing. The follow up/corrective actions for 1 of the events the rinse tubing was replaced. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by a cobas 8000 c 502 module. The events involved a total of 2 patients with the following: 1 ldhi2 lactate dehydrogenase acc. To ifcc ver.2, 1 tpuc3 total protein urine/csf gen.3 and albt2 tina-quant albumin gen.2.